Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device went into backup vvi mode. Therapy was turned off back in 2011. The device unexpectedly delivered faster pacing rate and higher output. This made the patient feel anxiety. Interrogation was not successful in resolving backup vvi. The device was explanted. The patient condition is good.